Event description:
We received a report that during the implantation of an intraocular lens (iol) the nurse handed the surgeon the wrong lens which was then implanted. Once the iol was in the eye, the surgeon realized the wrong lens had been implanted. The incision was enlarged and the zcb0000185 was removed and a tecnis zlb00105 was subsequently implanted. No patient injury was reported.

Manufacturer narrative:
(B)(4). All pertinent information available to the manufacturer has been submitted. Placeholder.